Manufacturer narrative:
The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) unspecified vented primary sets would not flow once the drip chamber was filled. It was further reported that all clamps were opened and the vents were closed. This occurred when attempting to re-prime the tubing with normal saline during use with a secondary medication set for a vancomycin infusion and a remdesivir infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to b5: it was reported that a vented primary set would not flow once the drip chamber was filled. It was further reported that all clamps were opened and the vent was closed. This occurred during an unspecified process step (previously submitted as affected quantity two (2) during vancomycin infusion and a remdesivir infusion). Correction made to d10: concomitant product: removed vancomycin, remdesivir, and saline correction made to h10: the device (previously submitted as devices) was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.